Manufacturer narrative:
The joystick was returned for evaluation. The joystick harness was damaged post final release.

Event description:
Dealer claims that when the chair was first turned on a small flame shot out of the front of the joystick and it shorted out.

Manufacturer narrative:
The device has been returned for evaluation. Once the evaluation has been conducted, a follow-up report will then be issued.

Event description:
Dealer claims that when the chair was first turned on, a small flame shot out of the front of the joystick and it shorted out.